Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): concomitantly during the initial procedure, the patient underwent a laparoscopic supracervical hysterectomy. It was reported that patient underwent mesh revision due to pain, dyspareunia, swelling and mesh erosion post implantation by implanting surgeon and facility on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urethral hypermobility. The patient experienced chronic pain, painful sexual intercourse, burning sensation in abdominal area, swelling and mesh erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bso, extensive lysis of adhesions and placement of on-q.